Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit. The technician turned power to the unit on and confirmed there was an issue with the gfi. The technician replaced the gfi, tested the unit, confirmed it to be operating according to specifications, and returned it to service. The gfi was discarded and not available for further evaluation, therefore, the cause of the event could not be determined. The unit was installed in 2012 making it approximately 14 years old. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that a "smoke odor" was emitting from their dsd edge endoscope reprocessing system and turned power to the unit off. No report of injury.